Manufacturer narrative:
See also report #: 1219161-2004-00009.

Event description:
Procedure: unk open chest. Reportedly, the pt was having a procedure done on the chest wearing a defibrillator pad on the anterior and posterior chest areas. The chest was opened and metal defibrillator spoons were in the chest. When the generator was applied the pt was burned under the underneath defibrillator pad. The burn was approx 1cm in size. With regard to the small burn the pt is in good health. See also report #: 1219161-2004-00009.